Event description:
User facility medwatch received with the following: "event desc: pt underwent right cardiac catheterization. The arteriotomy was closed with a starclose device. Approx two weeks later, the pt complained of claudication in the right leg. The pt had an arteriogram via the left leg that demonstrated a focal occlusion at the site of the previous catheterized on the right. The pt's pulse and doppler flow in the right leg was significantly impaired. Required surgery under general anesthesia. The starclose area was excised and the starclose was removed. There was also a thrombus which was removed. There was a defect in the back wall of the artery which was repaired with two stitches." Although requested, no additional info has been received.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.